Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown, though the reported alternative etiology was decreased immunity. Treatment for the peritonitis was not reported. Extraneal and physioneal therapies were ongoing. At the time of this report, the patient was not recovered from the event. No additional information is available.